Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe could not cut and could not aspirate well. The problem was resolved by exchanging with another pak. There was no harm to the patient. The sample is available. No additional information is expected.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe could not cut and aspirate well; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One probe was returned for evaluation for the report of the probe could not cut and aspirate well. The returned sample was visually inspected and deemed nonconforming. Excess burr observed on port cutting edge. Actuation testing was performed and deemed conforming. Actuation bias-open testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample cut strands at the same location the excess burr was noticed on the cutting edge. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance was felt when removing the inner cutter from the needle. There were wear marks at bend area and light gouging observed in several areas along the inner cutter. The complaint evaluation does not confirm the probe had an aspiration issue. The sample met specification for aspiration. Why the customer thought the probe had an aspiration issue cannot be determined from this evaluation. However, the complaint evaluation does confirm the probe had a cut issue. The reason for the cut issue is due to the damaged cutting edge. How the cutting edge became damaged cannot be determined from this evaluation. The damaged cutting edge could have occurred from the sample being used in surgery for approximately 30 minutes. The wear marks at the bend area and the gouge marks observed along several sections of the inner cutter support that the performance issue is not a manufacturing related issue. An investigation has been completed and actions taken to reduce the frequency of probe complaints. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).